Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening on posterior, wear abrasion. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is a striated edge opening on posterior patch side assessed as surgical damage. Additional, changed, and/or corrected data: a.2; b.5; d.6b; d.9; g.1; h.3; h.6.

Event description:
The device has been explanted and replaced.